Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the fourth sternal zipfix band could not be tightened. The surgeon had to cut the previous three bands and use new bands to complete the ligation. There were no adverse consequences to the patient. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. Concomitant device reported: sternal zipfix (part # 08.501.001.01s, lot # unknown, quantity 3). This report is for one (1) sternal zipfix with needle sterile. This is report 1 of 1 for (B)(4).

Event description:
It was further reported as the procedure was successfully completed with no surgical delay reported. There was no adverse consequences to the patient.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Describe event or probme; lot #; concomitant medical products; initial reporter name and address: phone number. A device history record (DHR) review was conducted: part: 08.501.001.01s. Lot: l246792. Manufacturing site: bettlach. Release to warehouse date: 19. May 2017. Expiry date: 01. May 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was conducted. Summary of the pd investigation: sustaining engineering did not identify any design related root cause for this intra-operative device failure. The device failure is end-user related. As per the system technique guide- step 2 the needle must be removed at the wider body section. Should the end user not follow this step, he/she can insert the device cut-end into the device locking housing in an angle. This misalignment can damage the locking feature within the housing and result in a loose device. (Will not hold, broken, loose). Therefore, this non-manufacturing investigation is closed by sustaining engineering as not-valid since the device failure is end-user related. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.